Manufacturer narrative:
(B)(4). The customer returned an opened kit including with an introducer needle for analysis. No signs of use were observed on the needle cannula. Visual analysis revealed that the needle hub was broken and separated. A portion of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was above the proximal end of the cannula. It was also confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the needle hub cracked during use on a patient. There was no patient harm reported. The condition of the patient is reported as fine.

Event description:
It was reported that the needle hub cracked during use on a patient. There was no patient harm reported. The condition of the patient is reported as fine.

Manufacturer narrative:
Qn# (B)(4).